Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there were bubbles in the tube. The following information was provided by the initial reporter. The customer stated: there were "bubbles in the tubing and slow flow."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 28-jun-2022 . H6: investigation summary; bd received 5 samples from the customer for review and analysis. The 5 customer samples were subjected to functional testing for air bubbles in the tubing and the issue of air bubbles in tubing was not observed. The samples do not confirm the reported issue of air bubbles as all of the samples passed the tests with no defects observed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on the retention sample testing and investigation results, bd is unable to confirm the customer¿s reported failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there were bubbles in the tube. The following information was provided by the initial reporter. The customer stated: there were "bubbles in the tubing and slow flow."